Manufacturer narrative:
Other relevant device(s) are: micra-delsys, model #: mc1vr01us-delsys, expiration date: 28-jul-2021, serial#: (B)(4), UDI #: (B)(4). Device evaluated by MFR: no. Dev rtn to MFR? No. Device manufacture date: 27-feb-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the physician encountered "lots of trouble implanting the device". The ipg and delivery system were attempted / not used and replaced. No patient complications have been reported as a result of this event.